Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open gastric bypass. According to the reporter: there was a leak on day 4. Investigation showed the top half of the staple line came apart. Gastrogastric fistula. There was a small leak into peritoneal cavity. Some scar tissue was apparent from a previous splenectomy. Drains were put in and the patient was taken back to the operating table twice for wash out. The patient is still very sick.